Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a clinic follow-up, the device was interrogated successfully, but displayed a diagnostic anomaly following interrogation. The cause of the event was suspected to be due premature depletion of the device's battery. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Device history records were not available for review.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.